Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device did not function. It was further reported that there was an issue with the motor of the device as it did not run. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: in addition to the initial assignable root cause related to the reported condition, reliability engineering also determined that the motor / control was without function, there was severe wear and the bearing was stiff. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.